Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: there was moisture observed inside the battery compartment and on the battery cap contacts. The battery cap was able to fully tighten and the compartment was intact. The pump was unresponsive. There were two unexplainable pump reboots observed in the black box history on the date of the original complaint. The pump case was removed and no evidence of additional moisture contamination was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.